Event description:
It was reported that the 3.0x28 xience prime was implanted in the non-calcified, mid left anterior descending coronary artery on (B)(6) 2013. Fourteen months later, the patient was reported to have expired from a myocardial infarction in (B)(6) 2014. No additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of death. Estimated date of occurrence. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances from the reported lot. The reported patient effects of myocardial infarction and death, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.